Manufacturer narrative:
(B)(6) 2016: customer called back stating that after changing out the infusion set the previous night, bg level did not lower, but increased to 445 mg/dl with low levels of ketones. The customer delivered a bolus to stabilize bg level. The customer believed the issue was with the cartridge. However, it was not confirmed. The customer changed supplies and bg's were stabilized. As the customer changed supplies prior to contacting tandem technical support, no troubleshooting was performed. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 423 mg/dl with low levels of ketones. Reportedly, the customer did not fill the second portion of the infusion set tubing during the load process. The customer changed the infusion set site and delivered a bolus to stabilize bg level.